Event description:
The homecare provider delivery technician reported the following information. When the delivery technician delivered the h-46 to the patient's home, the h-46 quick connect leaked after technician filled the portable unit. The technician thought an ice crystal had formed. Technician left after the minor leak subsided. The patient reported the h-46 leaked again when patient filled the portable. The technician retrieved the unit and was able to duplicate the quick connect leak. No injury occurred.